Event description:
It was reported that the user ran out of pump supplies for the ilet and temporarily used multiple daily injections, administering 2 units, then 3 units, then 5 units of insulin, with blood glucose decreasing from 314 mg/dl to 227 mg/dl; the caregiver requested an emergency shipment of cartridges and infusion sets, and was advised to wait two hours after the last external insulin dose before reconnecting the ilet. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of the information provided. Investigation of this case revealed no clinical signs beyond elevated glucose, no findings were available, and the cause was not established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.